Manufacturer narrative:
(B)(4). Leak condition confirmed. Device's tubing was clamped to prevent the solution from flowing out of the tubing. When the tubing was unclamped, leakage was immediately detected at the junction of the luer post due to a half-broken tubing. The root cause associated with this complaint is due to damage during use (user error-excessive force). A batch review has been conducted which revealed product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter healthcare that one (1) ce intermate sv50 device was observed leaking at the luer lock connection site of the device. According to the customer, the female patient (B)(6) had connected to the device to receive 100ml of vfend (3mg/ml; diluent used 5% dextrose); however, observed the leaking just after connection. There is no report of patient injury or medical intervention. No additional information is available.